Manufacturer narrative:
The customer¿s report of separation at the tubing connector was confirmed. Visual inspection of the set noted the tubing connected to the male luer end of the set had separated from the tubing connector. Functional testing was not performed due to separation. The root cause was not identified. The cause of the separation is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a separation occurred during CT scan. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.